Manufacturer narrative:
(B)(4). Article citation: chao, yu-jang, et al. ¿xen45 gel stent implantation in eyes with primary open angle glaucoma: a study from a single hospital in taiwan.¿ journal of the chinese medical association, 2021 jan 1;84(1):108-113. Crossref, doi:10.1097/jcma.0000000000000430. The article noted that the study included 37 eyes in 37 patients (24 of whom were men, and 13 of whom were women). Mean age was 53.4+/- 13.6. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of exposure, gel stent blockage, and glaucoma progression are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
The article "xen45 gel stent implantation in eyes with primary open angle glaucoma: a study from a single hospital in taiwan" noted the serious events of one eye had exposure of the gel stent requiring removal, one eye had tube occlusion needing laser iridoplasty, and that 7 eyes were considered failures at month 12 of follow up.it was noted that 4 of the failed eyes required trabeculectomy, one eye had removal of the xen, and 2 eyes had iop continuously over 18mmhg with multiple medications during the 12 month period. The article also noted non-serious events of 16 eyes experienced subconjunctival hemorrhage, 5 eyes had anterior chamber angle bleeding, 4 eyes had stent malposition requiring repositioning intraoperatively, 11 eyes had transient shallow anterior chamber, 9 eyes had transient numerical hypotony, 3 eyes had an iop spike over 30mmhg at post op day 1 that was treated with ocular massage, 1 eye had hyphema with 6 eyes needing subconjunctival injection of mmc and 12 eyes needed subconjunctival injection of mmc with needling revision.